Manufacturer narrative:
The investigation was unable to determine a root cause for the tsh and ft4 issue. The data provided by the customer was evaluated. The calibration and qc data did not indicate a reagent or system issue. It was noted that the customer was not using the recommended rack adapters. This could cause discrepant low results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Liquid level detector.

Event description:
The customer received questionable results for thyrotropin (tsh) on five patient samples and free thyroxine (ft4) on one patient sample. Patient 1 tsh original result: 0.018 miu/ml, accompanied by a data flag. The sample was repeated and generated a result of 7.72 miu/ml, accompanied by a data flag. The sample was repeated a third time and generated a result of 7.35 miu/ml, accompanied by a data flag. The original result was reported outside of the laboratory. The repeat result was deemed to be the correct result by the customer. There was no adverse event. Patient 2 tsh original result: 0.021 miu/ml, accompanied by a data flag. The sample was repeated and generated a result of 1.81 miu/ml. The original result was reported outside of the laboratory. The repeat result was deemed by the customer to be the correct result. There was no adverse event. Patient 3 tsh original result: 0.300 miu/ml, accompanied by a data flag. The sample was repeated and generated a result of 0.593 miu/ml. The sample was repeated a third time and generated a result of 0.306 miu/ml, accompanied by a data flag. The original result was reported outside of the laboratory. The repeat result was deemed to be the correct result by the customer. There was no adverse event. Patient 4 tsh original result: 0.377 miu/ml, accompanied by a data flag. The sample was repeated and generated a result of 0.614 miu/ml. The sample was repeated a third time and generated a result of 0.674 miu/ml. The original result was reported outside of the laboratory. The repeat result was deemed to be the correct result by the customer. There was no adverse event. Patient 5 tsh original result: 0.070 miu/ml, accompanied by a data flag. The sample was repeated and generated a result of 1.45 miu/ml. The sample was repeated a third time and generated a result of 0.073 miu/ml, accompanied by a data flag. The sample was repeated a fourth time and generated a result of 0.072 miu/ml, accompanied by a data flag. The original result was reported outside of the laboratory. The repeat result was deemed by the customer to be the correct result. There was no adverse event. Patient 6 ft4 original result: 2.98 ng/dl, accompanied by a data flag. The sample was repeated and generated a result of 1.95 ng/dl, accompanied by a data flag. The sample was repeated a third time and generated a result of 3.00 ng/dl, accompanied by a data flag. The original result was deemed to be the correct result, and was reported outside of the laboratory. The questionable value was not reported outside of the laboratory. There was no adverse event. The tsh reagent lot in use was 16909901, with an expiration date of 02/28/2013. The ft4 reagent lot in use was 16845401, with an expiration date of 06/30/2013. The field service representative was unable to determine a cause. He adjusted the sample reagent probe horizontally and vertically and checked the liquid level detector. He executed performance testing and all results were within specification.